Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose value of 2 mmol/l. Customer's current blood glucose value were 7.6 mmol/l. The customer was treated with glucose tablets and ice creams for low blood glucose values. The customer alleged that the insulin pump was over delivering insulin as the insulin pump was delivering bolus that they did not program. Troubleshooting was performed for low blood glucose levels. The device will not return for analysis.